Manufacturer narrative:
Additional narrative: a product investigation was performed. The returned instruments were examined and the complaint was able to be confirmed at customer quality. Replication of the complaint was not required as the malfunction was visually confirmed. The thread minor diameter of the adapter shaft had sheared off at the weld joint in the back of the ratcheting mechanism. When manufactured, the instruments are torque tested to withstand a minimum torque of 15 nm in any ratcheting mode without slipping. Although the definitive root cause could not be determined with the provided information, it is likely that the breakage occurred due to torque exceeding 15 nm during use. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. The ratchet t-handle 6mm qc (03.632.090) is an alternative instrument utilized to insert polyaxial screws within the matrix degenerative and deformity systems. They are not listed as instruments intended to be utilized for locking cap loosening/removal. The following caution is noted: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although the definitive root cause could not be determined with the provided information, it is likely that the breakage occurred due to torque exceeding 15 nm during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Other UDI: (B)(4) lot number unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporter phone number: (B)(6) poste: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: two (2) torque drivers (ratchet t-handle 6mm qc) broke during an unknown procedure. The surgeon were able to complete the surgery with a similar device. There were no fragments or surgical delay. Lot number not available. The procedure and patient outcome was successful. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: part #03.632.090, lot #6488386, release to warehouse date: 17-dec-2010, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Lot number discovered upon receipt of subject device and UDI updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.